Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed dried body fluid on the handle, main shaft, and distal end. Dried saline were also found on the distal end and inside several irrigation ports. Electrical tests found no shorts or opens and were in spec and typical. No abnormal resistance were felt when actuating the steering mechanism. Noise testing in ablation condition exceeded current device specifications. X-ray imaging found dried fluid debris near ring 1 and inside the tip. Evidence of fluid ingress was found inside the distal end and tip, which can cause electrical noise.

Event description:
Reportable based on device analysis completed on 07-aug-2019. It was reported that a noisy electrogram occurred. During an ablation procedure for paroxysmal supraventricular tachycardia (psvt) with an intellatip mifi open-irrigated (oi) catheter, while in the right atrium noise occurred in the tip electrode 1-2 after the catheter was inserted into the body. The cable was replaced but the issue was not resolved. A new intellatip mifi oi catheter was used and noise in all electrodes were also noted. The peripheral equipment was turned off, and cables were arranged, and the arrangement of connection box was changed, but the issue was not resolved at all. The position of the return electrode was changed, and tried pacing from the catheter, but the issue was not resolved. The procedure was completed with a non-bsc catheter. No patient complications occurred. However, device analysis showed fluid ingress inside the distal tip.